Manufacturer narrative:
(B)(4). D10: #item 42-5110-004-10, psn asf cr 10mm ply l 3-9 cd, #lot unk. #item 42-5026-056-01,psn fem cr cmt ccr std sz 4 l, #lot unk. Therapy date: remains implanted. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left total knee replacement. Subsequently, the patient developed increasing left knee pain, and imaging approximately 4 years post-implantation indicated tibial component failure with revision recommended. The patient experienced increasing knee pain and had not been listed for revision surgery at the time of report. Attempts have been made and no further information has been provided.